Event description:
Customer reported that during use system sometimes will not display a fluoro image, and will display a charger failure or precharge voltage error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. System operates as intended.